Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10 mg.ml bupivacaine at 7 mg/day and 1 mg/ml dilaudid at 0.7 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the basal rate and flex steps were programmed incorrectly. The hcp utilized the tablet to program flex steps but it showed a 200% increase so the hcp locked in the daily dose which then showed a 14.6% decrease, but the rates were not lining up. The patient became overmedicated on (B)(6) 2018. The patient went into the clinic the next day to have their medication reprogrammed. The hcp was assisted successfully in programming the flex bolus. The hcp reported that the tablet was confusing in regards to locking or not locking the daily dose in flex mode. No further complications were anticipated/reported.